Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - water leak from the connector - electrical connector unit mouthpiece pins are loose - damage on the lens glue of the distal end image guide lever - cloudiness of the bending section rubber glue - angle of the control unit was less than specifications - ultrasound connector driving unit is damaged - electrical connector unit is corroded - seat holder unit is corroded however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated all channels (channels and distal end) of the scope were cultured and found 3 cfus (microorganism revivable). The results are conform. The results obtained are in accordance with the target level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016 and instruction no. Dgos/pf2/dgs/vvs1/pp3/2018/195 of august 2, 2018. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed. During manual cleaning, the detergent used was aniosyme x3. The disinfectant used was autre. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The automated endoscope reprocessor (aer) used was wassenburg wd 440 adaptascope with adaptaclean detergent and adaptcacide disinfectant. The device was stored in wassenburg dry300d. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasound gastrovideoscope tested positive (on (B)(6) 2023) for 3 cfus of klebsiella pneumoniae. The device was retested on (B)(6) 2023. The second test results: all channels tested positive for 15 cfus of klebsiella pneumoniae, and the water jet tested positive for 8 cfus of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.